Manufacturer narrative:
Initial medwatch had the incorrect date of the report in section b4. The correct date of the initial report was may 6, 2024. Additional information included in b4, g6, h2, h3, h11. Corrected information included in d3 (country type), e1 (country type), h3, g6 (type of investigation and investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Customer uses the humalog kwikpen from lilly together with the bd ultra-fine pro 0.23x4mm cannulas. He is currently having more and more problems with the pens not triggering and no insulin being delivered. The pharmacy is currently trying to find out whether it is due to the pen or possibly the cannulas.